Event description:
The nurse call port was broken off of the ventilator. The vetilator was not in use, and there was no pt involvement. The ventilator primary alarm was functioning to specification. The customer reported problem and replaced the main printed circuit board to correct the problem. Performance verification and extended self testing (est) was performed on the ventilator, and all tests passed per operating specifications.